Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugar levels [blood glucose increased]. Novopen 3 are delivering less insulin than dialed. [Device failure]. Case description: medical device info: class iib. This spontaneous case from another country was reported by consumer as "high blood sugar levels and device failure" and concerns a male pt using novopen 3 for device therapy due to diabetes mellitus. Medical history not provided. Earlier this year the pt experienced several times that a novopen 3 did not deliver the amount of insulin as dialed for, resulting in very high blood glucose readings. One of the times the pt was admitted to the local general hospital for four days for high blood sugar level and for near ketoacidosis. The pt's gp (general practitioner) now prescribes a new pen once a month. Two samples of novopen 3 has been returned for analysis. Company comment: this is an initial report and follow-up is pending.